Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post implant the implantable pulse generator (ipg) showed high/undefined impedance. It was noted that the set screw was not screwed in properly. The ipg pocket was opened and the set screw was tightened. The ipg remains in use. No patient complications have been reported as a result of this event.